Manufacturer narrative:
Final analysis found a complete lead with two external insulation abrasions breaching the right ventricular and superior vena cava cable lumens. External insulation abrasion breaching the rv cable lumen was noted at 14.4 cm to 14.7 cm from the distal end consistent with friction to another implanted device or feature of the patient anatomy. External insulation abrasion breaching the svc cable lumen was noted at 41.1 cm to 41.2 cm from the distal end consistent with friction to device can. The etfe coating was intact at these locations. Other damage found was sustained during the procedure.

Event description:
This is to report an event observed during analysis.